Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use and component 00598399203 has fractured and all pieces were returned. Device was submitted for further analysis. Analysis determined the impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode. Striations, or crack arrest marks, typically identify regions where the crack changes velocity or is arrested. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The complaint is confirmed.. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report